Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, the atrial lead exhibited high impedance. An x-ray revealed a fracture near the clavicular bone. The lead was capped and replaced during a generator change out procedure. The patient was in good condition before, during and after the event.